Manufacturer narrative:
Device was used for treatment, not diagnosis. Lerner, a., chezar, a., haddad, m., kaufman, h., rozen, n., and stein, h. (2005) complications encountered while using thin-wire-hybrid-external fixation modular frames for fracture fixation. A retrospective clinical analysis and possible support for ¿¿damage control orthopaedic surgery¿¿. Injury international journal of the care of the injured 36; 590-598. This report is for unknown external fixator, unknown quantity, unknown lot. Other number: UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this article is being filed after the subsequent review of the following literature article, lerner, a., chezar, a., haddad, m., kaufman, h., rozen, n., and stein, h. (2005) complications encountered while using thin-wire-hybrid-external fixation modular frames for fracture fixation. A retrospective clinical analysis and possible support for ¿¿damage control orthopaedic surgery¿¿. Injury international journal of the care of the injured 36; 590-598. One hundred ninety eight adult patients who had sustained long bone fractures were treated by external fixation from admission to bone healing and consolidation. Their mean age was 49 years, while the median was 39 years. Open wounds were debrided and fractures were realigned and stabilized with the ao (synthes ag., chur, switzerland) tubular external fixation system. One patient with a femoral shaft fracture developed a dvt. One hundred and sixty-five patients developed superficial pin track infections. Staphylococcus aureus was cultured in 80% of the swabs taken. Twelve patients developed soft tissue infections. Three patients with bone regenerates refractured within 21 days of fixation frame removal. Refractures of the regenerate were associated with stiffness of the knee joint. Five patients developed sensory nerve palsy. One patient developed an equinus deformity of the midtarsal joints. Three patients developed claw toes. Three patients had a non-union. In an unknown number of patients with a fractured femora, adhesions developed between covering muscles and the femoral shaft at the site of penetrating pin/wire tracks. In an unknown number of patients, flexor muscle¿s spasm was common and if left untreated, developed into a knee flexion contracture. In nine of forty patients with a fractured femora, knee stiffness in extension developed due to quadriceps contractures. Four of them were treated by quadricepsplasty. Delayed fracture healing was associated with an unknown number of patients with severe soft tissue damage or loss caused by high-energy injuries. One of seventeen fractures with delayed union needed a bone graft. This is report 1 of 2 for (B)(4). This report is for and unknown ao tubular external fixation system.